Event description:
The friend of a (B)(6) male patient called zoll customer support to report that the patient's battery charger wasn't charging his batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation of battery charger sn: (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge batteries. The cause for the failure was isolated to unseated pins on the power supply connector. The root cause for the unseated pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.